Event description:
It was reported that the customer's insulin pump up button is causing the bolus amounts to increase uncontrollably. Customer states the button might be stuck. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin device button error alarm was due to moisture damage to the keypad traces. The device was received with cracked display window corner, reservoir tube lip and scratched lcd window.